Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results and error message (e-0). The customer called concerned with test results from results obtained of 363, 507, 355, 260 and 237 mg/dl. Customer stated he was using a lot zd6143s but ran out of test strips, so he opened a new vial today with the same lot number. Per the customer he took 25 units of insulin when the result of 507mg/dl non-fasting was obtained. Customer stated he was not having any symptoms when he received the result. Customer took another test and got 363mg/dl non-fasting. The customer stated his expected fasting blood glucose test result ranges are 170-190mg/dl am and 150mg/dl pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer pm fasting and produced test result of 477mg/dl using true metrix air meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2027 and per the customer he did not remember when he opened the first vial; second vial opened day of call. The meter memory was reviewed for previous test result history: result 1: 363mg/dl date: (B)(6) time: 1:18p non-fasting 1 hour after a meal. Result 2: 507mg/dl date: (B)(6) time: 1:11p non-fasting 1 hour after a meal result 3: 355mg/dl date: (B)(6) time: 12:00p unknown. Result 4: 260mg/dl date: (B)(6) time: 12:00p unknown. Result 5: 237mg/dl date: (B)(6) time: 1:42p unknown.